Event description:
Patient here for port draw. Port site with discomfort and bleeping of skin when port flushed. +br (more bed rest) with flow but looks diluted. Accessed site covered with tegaderm and doctor notified and assessed. Port flow study ordered. Patient able to be seen today at ir. Patient will go to that campus now for flow study. Patient in agreement with plan. Infusion nurse notified of no chemo today.